Event description:
A surgeon reported that during a vitrectomy procedure, air entered a patient's eye. It was noted that air was coming from around the auto stopcock, so the surgeon clamped the irrigation line. The case was completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).